Event description:
Customer complaint - limited data available. Ths customer's doctor confirmed that the device was not accurate after multiple inaccurate readings.

Event description:
Customer complaint - limited data available my doctor said this monitor is not accurate. My bp was 186/91 in his office. I had this monitor with me and it measured it about 30 points lower. He stressed the importance of an accurate monitor wit the medication I'm taking and told me that I needed one with an upper arm cuff (which I ordered and received from amazon). I'm just wondering if there's any way I can return the wrist monitor.